Manufacturer narrative:
Follow-up #1 date of submission 05/19/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 05/07/2016 with the following findings: a visual inspection of the pump showed no evidence of moisture. The pump failed a leak test due to a crack at the battery compartment. The pump cover was opened and no moisture was found in the pump. Additionally, the battery cap had stripped threads and was unable to attach on to the pump. A test cap was used for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.